Event description:
In 2008, boston scientific corporation was informed that during the procedure to mark a tumor for stent placement a resolutions clip device did not disengage when fired. Clip did grasp tissue and pulled off without causing damage to the tissue. The clip was left inside of the patient to be evacuated through normal bowel function. The procedure was completed with another of the same device. There were no patient complications and the patient is "stable".